Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2022 between 04:03 and 04:05 the intellivue multi-measurement module x3 failed to alarm for a ventricular tachycardia (vt). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that on (B)(6) 2022 between 04:03 and 04:05 the device failed to alarm for a ventricular tachycardia (vt). It was later confirmed that the device was a intellivue patient monitor mx750,serial number (B)(6) and that the x3 was connected to the mx750, the device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips remote service engineer (rse) spoke with the customer. The rse performed an investigation of audit data. The log review showed that no limit values were visible in the said period that would explain this alarm, a decisive factor when which red alarm comes. Thus no alarm occurred during this period and so no alarm sounded. Furthermore, the rse concluded that the customer had only noticed in the morning that they had not activated all vt alarms within the arrhythmia detection. The customer was informed of all this facts. There was no product malfunction; this is considered a user issue. The user didn't set the correct limit values for the vt/red alarm to occur, nor did they activate all vt alarms within the arrhythmia detection.